Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure the day before (patient age, gender and weight unknown). According to the complainant, during the procedure, the balloon popped inside of the patient. The balloon was retrieved and another cre esophageal / pyloric/colonic wireguided balloon dilatation catheter was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.